Manufacturer narrative:
B3 - date of event: unknown e1 - initial reporter phone- (B)(6) one suspected device was received for evaluation. Visual inspection was performed and no anomalies were noted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. When switched on, the pump displays error code 1720 with a continuous alarm. The customer complaint was confirmed. The root cause of the reported issue was defective backup capacitor.

Event description:
It was reported that the cadd legacy pump experienced an error lec1720. This is a high-priority error with the potential to stop the pump if the malfunction were to recur during patient use. There was no reported patient involvement and no harm.